Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, while stapling the stomach, the stapler was unable to fire and the surgeon was unable to squeeze the handle although the surgeon was able to press the green button. The patient was alive with no injury.